Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month. The replaced portion of the percutaneous lead and the explanted pump were received. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented to the hospital with a pump off alarms. The patient was also experiencing shortness of breath and chest pain. Review of the log file by the manufacturer's technical services representative revealed multiple pump stops while the patient was supported both on batteries and the power module. The system controller was exchanged. On (B)(6) 2016, the manufacturer¿s technical services representative evaluated x-rays which showed some potential damage at the distal bend relief. Visual inspection of the percutaneous lead revealed the outer sheathing at the distal bend relief appeared pinched. Electrical continuity test of the percutaneous lead did not reveal any broken wires. The entire external portion of the percutaneous lead was replaced with no issues. After the repair, the patient was connected to a grounded patient cable and there were no alarms. Later that day after the percutaneous lead repair low speed advisory alarms occurred. An ungrounded power module patient cable was requested and given to the patient as the patient was not a candidate for a pump exchange. The patient also experienced low speed advisory alarms and pump stoppages while supported on the ungrounded patient cable. The patient¿s pump was exchanged on (B)(6) 2016 due to suspected internal damage to the percutaneous lead.

Manufacturer narrative:
Evaluation of the returned system controller confirmed the report of red heart alarm / pump stoppage event. The system controller was disassembled and evaluation of the main printed circuit board revealed a compromised drive circuitry component that resulted in the driveline disconnected message. The component was replaced and the system controller functioned as intended thereafter. Evaluation of the returned pump confirmed the report of pump stoppage events. The pump was returned assembled with the percutaneous lead (lead) cut approximately 10 inches from the pump housing and the remainder of the lead was not returned. Breakdown of the braided shield was noted approximately 7 inches to 10 inches from the pump housing. Examination of the underlying wires in this area found breaches in the yellow, orange, brown, black, and green wire insulation. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms and pump stoppage events. The reported event also could have been caused by a phase to phase short, which would occur if the exposed conductors of any two wires from different phases contacted each other or simultaneously contacted the braided shield while the patient was operating on a tethered or battery power source. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.